Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), sciatica ("severe sciatica"), vulvovaginal pain ("vagina pain") and pain in extremity ("leg pain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the vaginal haemorrhage, back pain, menorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain and pain in extremity was resolving and the sciatica outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity, sciatica, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: visible 4 coils on left and 3 coils on right date of partial hysterectomy- (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Imaging procedure - on (B)(6) 2009: total bilateral occlusion.; on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral tubal occlusion, post essure.. Pregnancy test - on (B)(6) 2009: negative. Lot number: 646518. Manufacture date:2009-06. Expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), sciatica ("severe sciatica"), vulvovaginal pain ("vagina pain") and pain in extremity ("leg pain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the vaginal haemorrhage, back pain, menorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain and pain in extremity was resolving and the sciatica outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity, sciatica, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: visible 4 coils on left and 3 coils on right date of partial hysterectomy- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Imaging procedure - on (B)(6) 2009: total bilateral occlusion.; on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral tubal occlusion, post essure.. Pregnancy test - on (B)(6) 2009: negative. Lot number: 646518 manufacture date: 2009-06 expiration date: 2012-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lawyer was added. Case become incident, event injury was replaced with abnormal bleeding (vaginal) & new events- abnormal bleeding(menorrhagia), dysmenorrhea, dyspareunia, vagina pain, leg pain, back pain, severe sciatica were added. Lab test was added. Event onset dates were added. Outcomes were added. Patient's demographic was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.